Event description:
A user facility nurse reported via fax that the blood was leaking from the bain needle sites during treatment and prolonged bleeding after treatment. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).